Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate atp therapy. Review of the stored electrograms revealed atrial undersensing which led to the atp. Programming changes were recommended, but the physician elected not to make the changes and decided to use the atp to treat the svt.